Event description:
It was reported that the physician stated that at the initial implant the left ventricular (lv) lead placement procedure was extremely difficult. The lead was later capped and replaced due to poor position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6932 implantable tachy lead (B)(6) 1997; 5076 x2 implantable pacing leads (B)(6) 2001. (B)(4).